Manufacturer narrative:
(B)(4). The customer returned a lidstock and spring-wire guide (swg) for investigation. There were no signs of patient use on the swg, and the swg cap was not returned with the swg assembly. Visual examination of the returned sample revealed that the guide wire was returned descended down into the swg assembly and contained one bend. The bend is at the location of the thumb guide, and is consistent in appearance with kinking as a result of extra force exerted on the swg at the location of the thumb guide. No other defects or anomalies were observed. Both welds were intact, full, and spherical. The slight bend is located approximately 50 mm from the distal weld. The swg body length and outer diameter were measured and were found to be within specification. When the swg j-bend tip is ascended out of the straightening tube funnel, the kink moves up and is inside of the straightening tube instead. Since the swg is packaged with the swg j-bend tip ascended out of the straightening tube funnel with a cap, this would mean that the kinked portion of the swg would've been inside of the straightening tube during the shipping process and not exposed to any contents within the kit that would've caused damage. This indicates that the swg most likely kinked prior to inserting it into a patient as a result of extra force exerted on the swg at the location of the thumb guide. Prior to inserting the swg, the swg j-bend tip must be descended down into the straightening tube. Once the j-bend tip is inside of the straightening tube funnel, the kink is right above the thumb guide (as it was returned). The spring-wire guide passed in and out of the advancer assembly with slight resistance due to the kink. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record review was performed and no relevant findings were identified. The instructions for use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The report of a kinked guide wire was confirmed during evaluation of the returned sample. Visual examination of the returned sample revealed that the guide wire contained one bend. When the swg j-bend tip is descended into the straightening tube funnel (as returned), the bend is at the location of the thumb guide, and is consistent in appearance with kinking as a result of extra force exerted on the swg at the location of the thumb guide. The swg was able to pass dimensional requirements and a device history record review did not identify any manufacturing related issues. Although the customer stated in the complaint description report the that sample was kinked in the package, the appearance of the kink suggest that the kinked occurred during use, prior to patient use, as result of extra force exerted on the swg at the location of the thumb drive. In addition, the swg cap was not returned even though it is p ackaged on the swg assembly, and the swg was returned descended into the assembly. Due to this discrepancy, a probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that swg (spring wire guide) was found to be kinked when opened the kit.a new kit was opened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that swg (spring wire guide) was found to be kinked when opened the kit. A new kit was opened.